Manufacturer narrative:
A ge service rep performed an on site investigation. No conclusion can be drawn as repair info is unavailable. This malfunction may have resulted in a possible accidental radiation occurrence.

Event description:
The customer reported that the system produced uncommanded x-rays during a procedure with pt involvement, therefore this malfunction mau have resulted in a possible aro. There is no report of injury or death associated with this event.